Event description:
It was reported that an inquiry regarding high out of range pace impedance measurements was requested when it comes to this device. A review of the remote monitoring data by technical services (ts) noted that the first high right ventricular lead measurements started (B)(6) 2018. It was noted that the values were greater then 3,000 ohms most of last year. Ts noted that due to that fact that we longer can evaluate the leads performance a lead evaluation should be considered. At this time the remains implanted. No adverse patient effects were reported.

Event description:
It was reported that an inquiry regarding high out of range pace impedance measurements was requested when it comes to this device. A review of the remote monitoring data by technical services (ts) noted that the first high right ventricular lead measurements started december 2018. It was noted that the values were greater then 3,000 ohms most of last year. Ts noted that due to that fact that we longer can evaluate the leads performance a lead evaluation should be considered. Additional information noted that a revision took place and the competitor lead was explanted, while the device remained implanted. No additional adverse patient effects were reported.

Event description:
It was reported that an inquiry regarding high out of range pace impedance measurements was requested when it comes to this device. A review of the remote monitoring data by technical services (ts) noted that the first high right ventricular lead measurements started (B)(6) 2018. It was noted that the values were greater then 3,000 ohms. At this time the system remains implanted. No adverse patient effects were reported.